Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within a stricture on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has colon cancer. The stricture extends from the sigmoid colon to the rectum, and the patient's anatomy was reported to be severely tortuous due to compression from the stenosis. During the procedure, the physician attempted to pass a jagwire and tandem over the target lesion within the sigmoid colon; however, they could not be advanced through the stenosis. Subsequently, with some resistance, another physician was able to insert the endoscope into the target site. At this point, contrast media was injected "to study the lower gastrointestinal tract and the state of the stenosis was confirmed." The endoscope was removed and a wallflex enteral colonic stent was successfully implanted within the target lesion. Reportedly, the width of the passage of the stenosis expanded to approximately 12mm after the placement of the stent. Following the stent placement, the patient had eaten a low-roughage diet. Subsequently, it was reported that the stent had migrated and the positional relationship between the stent and the stenosis was: the distal (oral) side of the stent was 4cm proximally from the distal end of the stenosis, and the proximal (anal) side of the stent was 2cm proximally from the proximal end of the stenosis. In the physician's assessment, the patient's overall condition was poor and the stent was placed as a palliative measure. The physician does not believe that this event is related to the stent as it is possible that the stent migrated due to "stool accumulation on the distal side of the stenosis prior to the stent placement procedure." No further issues were reported and no additional information could be provided. Additional information received since (B)(6) 2012. According to the complainant, the stent was being implanted as a palliative treatment for a 3-4cm stricture extending from the sigmoid colon to the rectum. On (B)(6) 2012, approximately three days after the stent placement, the physician noted that the stent had completely migrated from the body and was found in the patient's stool. No visible issues were noted to the device and no additional treatment was provided to the patient. There were no complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
Patient is over 18 years old. The reported issue of stent migrated. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The patient was reported to be in the late (B)(6).

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within a stricture on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has colon cancer. The stricture extends from the sigmoid colon to the rectum, and the patient's anatomy was reported to be severely tortuous due to compression from the stenosis. During the procedure, the physician attempted to pass a jagwire and tandem over the target lesion within the sigmoid colon; however, they could not be advanced through the stenosis. Subsequently, with some resistance, another physician was able to insert the endoscope into the target site. At this point, contrast media was injected "to study the lower gastrointestinal tract and the state of the stenosis was confirmed." The endoscope was removed and a wallflex enteral colonic stent was successfully implanted within the target lesion. Reportedly, the width of the passage of the stenosis expanded to approximately 12mm after the placement of the stent. Following the stent placement, the patient had eaten a low-roughage diet. Subsequently, it was reported that the stent had migrated and the positional relationship between the stent and the stenosis was: the distal (oral) side of the stent was 4cm proximally from the distal end of the stenosis, and the proximal (anal) side of the stent was 2cm proximally from the proximal end of the stenosis. In the physician's assessment, the patient's overall condition was poor and the stent was placed as a palliative measure. The physician does not believe that this event is related to the stent as it is possible that the stent migrated due to "stool accumulation on the distal side of the stenosis prior to the stent placement procedure." No further issues were reported and no additional information could be provided.